Event description:
During a literature review by covidien medical affairs - safety, a reportable event was identified. During a study (B)(6) between (B)(6) 1999 and (B)(6) 2002 one pt developed respiratory failure due to rf ablation. The pt recovered with intensive medical care.

Manufacturer narrative:
(B)(4) 2013. The incident sample was not returned to covidien for evaluation. If additional info pertinent to the incident is obtained a follow-up report will be submitted.